Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305932, batch#: 4066025. It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg safety mechanism broke (safetyglide). The following information was provided by the initial reporter: verbatim: very high. I have received 3 complaints of the safetyglide insulin needle ¿ the safety is coming off in the cap when the needle is opened. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Total number of occurrences? 3 reported during actual use of needle/syringe, more when ¿tested¿. 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Photos attached, I also have the physical product to send in (unused). 4. Mentioned ¿received 3 complaints¿ ¿ could please elaborate this, whether all from same lot? Same date of event? Or else it is 3 occurrences? Or else it is from different customer. It was the same issue on all of the syringes; packaging was kept only on one, it was the lot number provided. Able to replicate the issue on more of the same lot (but it is not every syringe in the lot).

Manufacturer narrative:
Investigation summary: 3 syringe needles were received and tested with the customer's complaint of safety mechanism breaking. The syringes received were separated completely from safety mechanism upon receipt and the customer's complaint was verified. The manufacturer was then notified of this failure. The root cause of this error has been traced to an improper application of the safety mechanism to the syringe body during initial assembly. Corrective action is not necessary due to the closure of the manufacturing facility since this device was produced. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.